Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up with the clinic indicated the high voltage therapy was believed to be inappropriate. It was noted that when the patient was in af, p-waves were very small with intermittent undersensing. During atrial flutter, there were p-waves with appropriate sensing.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead resulting in misclassification of non-sustained episodes. It was also noted there was possible inappropriate high voltage therapy for atrial fibrillation (af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 310c29 valve implanted (B)(6) 2006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.